Event description:
Customer reported false negative troponin I (tni) results on triage cardiac panel test vs. Siemens instrument. Customer complained that results of tni from triage test did not comply with the clinical picture. The pt did have clear symptoms of mi, but the triage cardiac panel did not show it clearly while the siemens instrument did give expected results.

Manufacturer narrative:
Investigation pending.